Event description:
Additional information received indicated the patient presented remotely with further episodes of over-sensed noise noted on the right ventricular (rv) lead. It was discovered via fluoroscopy that the rv lead had externalized conductors. The patient was asymptomatic. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. The noise was not reproducible with provocative testing in clinic. No further changes will be made as the healthcare professional elected to monitor the situation instead. The patient left in stable condition.